Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2009. It was reported the patient was experiencing difficulty increasing the stimulation on a number of her stimulation programs. Diagnostic testing of the lead found three contacts were invalid. Reprogramming was able to recapture the desired stimulation. The lead remains in use at this time. Follow up with the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.